Manufacturer narrative:
H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the heating adjustment wouldn't calibrate, and the device went into over-temp and made a buzzing sound. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
H6. Investigation codes: updated. Investigation summary: the affected device was returned for evaluation. The customer's complaint of "heating won't calibrate and it over temped and started making a buzzing sound" could not be verified by functional testing. Device did over temp; technician was able to calibrate temp check pot. Ran for one hour without it overheating and no buzzing sound was heard. The most probable root cause is user error. Calibrated pots. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.